Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio replaced the small keypad assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control and reported all buttons on large and small keypad of their device were unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement.